Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hip replacement, when the package was opened to close the incision, there was no needle in the packaging from the beginning. Therefore, although it was during the operation, the product was not used on the patient. A new packet was used to resolve the issue. There was no patient injury.